Manufacturer narrative:
(B)(4). Investigation summary > the device associated with this report was returned for evaluation. Physical evaluation of the reported product was unable to identify a crack, however, visual evaluation of the product identified the edges of the shim chipped with material missing. Although a definitive root cause could not be determined, based on the visual examination, the observed damage/chipping appear to have been caused during the use of the device. No further investigation or corrective action is indicated. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the consignment shim is cracked.